Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported sometime in (B)(6) 2019 the patient had an MRI of their ankle and their pump stalled. It was noted the pump never started back up again so they had the pump replaced in (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the pump stopped duration exceeded 48 hours on (B)(6) 2019. There was no environmental/ external/patient factors that may have led or contributed to the motor stalls. The pump logs were check after receiving the alert that the pump had been in stall mode for over 64 hours. The logs showed multiple stalls and recoveries. The healthcare provider (hcp) was scheduling a pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine 200mcg/ml at 31.88mcg/day via an implantable pump. The indications for use were rsd/causalgia-complex regional pain syndrome and spinal pain. On (B)(6) 2019 the healthcare provider reported that the patient has had intermittent motor stalls and recoveries documented in the logs back to (B)(6) 2019. The last motor stall occurred this am and has not recovered. The patient did not recently have an MRI. Per the healthcare provider the patient had an MRI in (B)(6) 2019. No patient symptoms and no further complications were reported regarding the event.